Event description:
It was reported that an episode of high out of range pacing impedances were noted on the right atrial (ra) lead of this pacemaker, causing a lead safety switch. Technical services (ts) reviewed device data, and noted that there were stored signal artifact monitor (sam) episodes around the same time, and noted they occurred as a result of ra noise and out of range impedances. The noise has been over sensed on the ra lead has been recorded as atrial fibrillation (af), causing inappropriate atrial tachy response (atr) episodes. Ts recommended troubleshooting recommendations. This pacemaker and ra lead remain in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that an episode of high out of range pacing impedances were noted on the right atrial (ra) lead of this pacemaker, causing a lead safety switch. Technical services (ts) reviewed device data and noted that there were stored signal artifact monitor (sam) episodes around the same time, and noted they occurred as a result of ra noise and out of range impedances. The noise has been over sensed on the ra lead has been recorded as atrial fibrillation (af), causing inappropriate atrial tachy response (atr) episodes. Ts recommended troubleshooting recommendations. This pacemaker and ra lead remain in-service. No adverse patient effects were reported.